Event description:
While undergoing surgery, pt developed high co level - carboxyhgb of 58. The involved anesthesia machine had not been used for a period of 36 to 48 yrs. The pt suffered no untoward effects. Reports were made immediately to the co dept of health. The anesthesia machine was taken out of svc. A medwatch report was immediately made to the MFR of the machine who has stated that the cause of the problem was the co2 absorber. Ongoing investigation has resulted in the conclusion that the event was a result of the reaction between dry co2 absorber and desflurane. The canisters of co2 absorber involved have been sent for further testing.